Event description:
Caller states customer did not feel well when a blood glucose result of 111 mg/dl was obtained on the advantage system. Customer was using expired test strips. Paramedics were called, and a blood glucose result of 46 mg/dl was obtained on the professional device. It is unk how much time elapsed between customer's device result and paramedic's device result. Customer was treated with a glucose IV, and was subsequently admitted to the hosp for issues unrelated to diabetes. Requested return of suspect device and replacement was sent.